Manufacturer narrative:
(B)(4). Fa28mar2011 was issued for falsely elevated reactive rates and decreased specificity for prism hiv o plus, list 3d34-48, lot 94737hn00. The investigation has determined that the us-distributed product, list 3l68-68, is not affected by this issue and is not within the scope of this action. The causative agent was determined to be a specific lot of antigen used to manufacture the p41 probe used in this lot of prism hiv o plus, list 3d34-48 reagent. This manufacturing issue affected non-us product only, as this antigen is not used in the us-distributed product.

Event description:
The account stated that false (B)(6) prism hiv o plus results were generated. The patient was (B)(6) when tested with siemens enzygnost hiv integral ii. Prism hiv group o plus: initial result: (B)(6), retest 1: (B)(6), retest 2: (B)(6). Siemens enzygnost hiv integral ii: (B)(6). There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An investigation is in process. A followup report will be submitted when the investigation is complete. This report is being filed on an international product, list number (B)(4) that has a similar product distributed in the us, list number (B)(4).